Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharge. There was no negative pt involvement.